Event description:
The pt was taken to the ER when she lost consciousness after the ICD delivered a shock. She was externally cardioverted. An ep test determined that the pt had not been shocked out of ventricular fibrillation because the ICD was detecting spikes from a simultaneously placed atrial pacemaker. The ICD and its associated lead were replaced the following day.

Manufacturer narrative:
H3.; evaluation summary: the sensing function of the device was operating correctly when returned. During an automated vats test it was found that there was damage to the output portion of the hybrid assembly. It was not determined when this damage occurred (in the field or during the vats test). The sensing function was still performing properly with this damage.